Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-06709. It was reported ((B)(6)) the patient was hospitalized for increasing dysphagia and dysarthria symptoms. Reportedly, the patient was discharged with an outpatient treatment recommendation. No further information was available at this time.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-06709. Additional information obtained identified the patient's physician did not believe the issue was related to the system, and no further intervention was planned.